Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and a sensing anomaly. The lead was disabled and replaced. The patient was stable after the procedure.